Event description:
It was reported that the workstation power on the 2800 sys would lock and the sys would require reset. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified the need to replace the single board computer (sbc), hard drive, image processor. The software was also upgraded. Identified components were replaced. The sys was tested and found to be working as intended and placed back into service.